Event description:
Some devices fail to boot up. A failure of the device to boot up could cause it to not deliver therapy.

Manufacturer narrative:
Egineering is continuing to investigate the malfunction.